Event description:
The customer contact reported that the ground prong of the ac power cord plug was bent. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the ground prong on the ac power cord plug was bent. The probable cause for the bent ground prong is use in the customer environment. If the ac power cord was attempted to be removed from an outlet by pulling at an angle, it is possible to damage the ac power cord ground prong. This report represents all the info known by the reporter upon query by hospira personnel.